Manufacturer narrative:
Additional narrative: a product development investigation was performed. The 03.010.475 lot number 2731801 driving cap was returned and reported that the tip had snapped off. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This condition is confirmed; the tip is missing from the device and was not returned. A smooth fracture surface is present where the tip was located. This complaint condition was likely caused by over five years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The device was manufactured in 8/2011 and is over five years old. The balance of the returned device is in fairly worn condition consistent with use with a hammer. The 03.010.475 driving cap is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 08.aug.2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the driving cap was difficult to remove from the insertion handle after sterile processing. It appears that the driving cap gets cross threaded with the insertion handle and the then the tip snapped off. There was no patient involvement this report is for one (1) driving cap. This is report 1 of 1 for com-(B)(4).